Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66.9 mm diameter abdominal aortic aneurysm. It was reported that the angiogram showed that there was a type IV endoleak, the physician comfirmed the type IV endoleak by movement of the pigtail catheter into the endurant bifurcated stent graft and inject contrast again found type IV endoleak. Per the physician, the cause of the type IV endoleak was related to the device. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Evaluation summary: review of a pre-implant film report revealed that the patient had a 67mm max diameter infrarenal aaa. The proximal neck diameter below the lowest left renal artery measured ~21mm, and the neck diameter ranged from 20 ¿ 22mm along the 30mm neck length. The neck appeared moderately angulated, with no appreciable calcification and mild thrombus. The iliac arteries were moderately angulated and contained significant calcification. The right common iliac ranged in diameter from 19 ¿ 14 ¿ 20mm along the 48mm length, and the left common iliac ranged in diameter from 17 ¿ 20 ¿ 16mm along the 67mm length. A single still angio image and several short angiogram videos during implant were reviewed. The bifurcate was seen implanted just below the renal arteries. The bifurcate aortic body was essentially straight in the left-right axis. The ipsi limb on the right side was extended with another endurant limb into the left common iliac artery. The bifurcate gate opened on the left side. The contra limb was seen having been placed into the gate overlapping to the flow divider (markers aligned) and extended distally into the right common iliac, crossing over the ipsi limbs within the distal sac. Angio injection was then seen performed with the injector pulled down into the aortic body. Contrast blush was seen outside the stent graft near the level of the flow divider, primarily along the patient¿s right side. The endoleak occurred near to where the bifurcate opened into the aaa sac; the stent graft diameter increased from ~20mm in the neck to ~28mm. Both limbs were patent and no stent graft kinks or compression was observed. No other stent graft issues were seen. No intervention was seen on the films. The exact type and cause of the endoleak seen at the end of the procedure could not be determined from the limited films provided. A single still angio image and several short angiogram videos during implant were reviewed. Contrast injection with the injector pulled down into the aortic body revealed contrast blush outside the stent graft near the level of the flow divider, primarily along the patient¿s right side. The endoleak occurred near to where the bifurcate opened into the aaa sac. No other stent graft issues were observed and no intervention was seen on the films. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. If information is provided in the future, a supplemental report will be issued.